Event description:
The procedure was cancelled/rescheduled due to device issue. During the procedure, it was reported a pod error occurred and the device failed to activate. The procedure was cancelled/rescheduled. No patient complications were reported.